Event description:
A purchasing manager reported that following an intraocular lens (iol) implant procedure, the patient had experienced poor visual acuity. The iol was exchanged for another lens approximately 5 months following the initial implant procedure. Additional information was requested.

Manufacturer narrative:
The explanted lens was returned in a lens case inside an opened non company's lens carton. Viscoelastic and blood was observed on the lens. One haptic was bent toward the optic edge. The optic was cut into two portions, typical in appearance to damage created to facilitate removal from the eye. The posterior optic surface has a line of small cracks. Product history records were reviewed and documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified products were used. An iol exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. Information was provided that the 18.5 diopter lens was exchanged for a non-company lens model that was three diopters higher. This information may suggest that the replacement lens was a better selection for the patient's vision needs or preferences. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).